Manufacturer narrative:
Section d4 & h4: additional information. Manufacturer's investigation conclusion: review of the patient¿s submitted log file confirmed low speed events and pump stoppages, however, evaluation of the patient¿s replaced portion of the driveline did not find damage that could have contributed to the events seen within the log file. The submitted log file contained data from (B)(6) 2019 to (B)(6) 2019. The log file recorded low speed operation and a pump stoppage throughout (B)(6) 2019 and further low speed operation throughout (B)(6) 2019. The patient was operating on mpu during all low speed and pump stoppage events. Based on past experience with the heartmate ii lvas this behavior could be indicative of driveline damage leading to a short to shield; however, the evaluation of the returned portion of the driveline did not confirm the suspected driveline wire damage. A distal end driveline replacement was performed on (B)(6) 2019 captured under wo# (B)(4) and approximately 17.5 inches of the external portion of the driveline was returned for evaluation. Electrical continuity testing of the replaced portion of the driveline in its returned condition revealed no discontinuities or shorts, even with manipulation of the driveline segment. Visual inspection of the driveline found damage to the outer silicone sleeve approximately 3.5 inches, 6 inches, 7 inches, and 9.5 inches from the controller connector. The underlying bionate layer was discolored but otherwise unremarkable, and there was breakdown in the metal braided shield throughout the returned portion of the driveline the underlying wires appeared overall unremarkable with no evidence of kinking, twisting, or severe insulation abrasion. Microscopic inspection of the wires revealed no areas of compromised wire insulation or damage to the inner conductors along the length of the driveline segment. The returned portion of the driveline was then suspended in a saline bath for hipot testing to check for current leakage through the wire insulation, and no areas of compromised wire insulation were identified. The account reported that they were not aware of any further issues since the driveline repair. The patient remains ongoing on vad support with no further issues reported. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Additional information: the patient underwent driveline repair on (B)(6) 2019. There was no issue and the patient was put back on grounded patient cable. No further information was provided.

Manufacturer narrative:
Section b5: additional information.

Manufacturer narrative:
Approximate age of device- 6 years, 5 months. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with left ventricular assist device (lvad) on (B)(6) 2012. It was reported that the patient continues to put the driveline under the patient's belt despite multiple education sessions. In the morning, the patient reportedly experienced low speed alarms. Upon interrogation of the device, multiple pump stops were observed while the device was connected to the mobile power unit (mpu). The patient did not experience any further alarms while on battery or ungrounded patient cable. The manufacturer's technical service representative reviewed the log file and observed speed drops or pump stops between (B)(6) 2019. X-ray showed some wear and tear. The patient elected to not undergo a driveline repair due to family issues and will undergo driveline repair at a later time. The patient was discharged home with a power module and an ungrounded patient cable.